Event description:
A customer reported that they received erratic readings on their precision xtra meter. The customer reported that they obtained readings of 2.5 mmol/l and 16.8 mmol/l within 10 minutes. When plotted on a parkes error grid, the results fell in the 'c' zone, results in this zone are deemed clinically significant. The customer's meter and test strips have been returned for investigation. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing.